Event description:
On august 30, 2006, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. The medical affairs specialist (mas) spoke with the patient on september 5, 2006 to obtain/verify the following information: the patient said the reported meter had not worked "for at least on month" she said the casing was not cracked. She said the meter would not turn on. She said she attempted to use the meter daily, but it would not turn on. She continued to take her daily oral diabetes pill. She did not know the name or dose of the medication. A "day or so" before she called lfs in 2006, she was shaking and dizzy. She took oral glucose and called ems. Emt's took her to the ER where a result of 60mg/dl was obtained on the ER device. The patient was treated with an IV. She was not admitted to the hospital. The customer care advocate (cca) was unable to resolve the meter issue. The meter, test strips, and control solution were replaced. The patient told the mas she did not have lancets. The mas advised the patient to contact her pharmacy in regard to purchasing lancets. The complaint is reported because the patient was unable to obtain a blood glucose reading with the lfs product. She experienced symptoms that suggested hypoglycemia. A blood glucose result of 60 mg/dl was obtained after the patient took oral glucose and the patient was treated with an IV.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.